Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button was intermittently unresponsive. Reportedly, the customer had to press the wake button several times for the button to function. The pump turned on when plugged into a power source and the customer was able to access the pump features. The customer¿s blood glucose level was 82 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.